Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. Product ID: 3708220, serial# (B)(4), implanted: (B)(6) 2015, product type: extension. Product ID: 3487a-56, lot# va0d9av, implanted: (B)(6) 2015, product type: lead. Product ID: 3487a-56, lot# va0nmm1,implanted: (B)(6) 2015, product type: lead. (B)(4).

Event description:
The consumer via the manufacturer's representative (rep) reported the stimulation coverage was not the same as after the implant. The stimulation was not as good as after the implant. So the day prior to the report, the patient was seen to check the lead position compared to implant. X-rays were taken and confirmed the octad lead had pulled down from the tip at the top of t7 to the bottom of t7. Reprogramming was attempted with no success as the stimulation was only in the patient's legs. A revision was noted. The healthcare provider (hcp) was planning to refer the patient to a neurosurgeon for replacement with the surgical lead. A surgical intervention was planned but was not scheduled. At the time of the report, the issue was not resolved. Relevant medical history included lumbar radiculopathy and spinal pain.